Event description:
It was reported that there was t-wave oversensing which caused inappropriate shocks. A new pacing lead was placed. No further patient complications were reported as a result of this event.